Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12345.it was reported while programming the patient, diagnostics indicated high impedances. Patient had an unrelated surgery on (B)(6) 2019 and reported to have effective therapy before that. Reprogramming was performed however, issue persisted. In turn, surgical intervention was undertaken wherein the patient¿s left lead at l1 was explanted and replaced. This addressed the issue.